Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was broken into pieces. It is unknown if a fragment fell into the patient. The procedure was completied with no reported injury.